Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es keyboard was not functioning. The customer reported that they had to access the device using touch screen keyboard that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was non-functional. A field service engineer (fse) observed that the keyboard was blinking. The e-drawer was opened, and the keyboard was reseated, but the blinking persisted. The keyboard was replaced, and the e-drawer was locked. The system was accessed, and the hardware test application (hta) was launched. A keyboard test was performed and user also logged in through hta and verified the functionality of the keys all tests passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es keyboard was not functioning. The customer reported that they had to access the device using touch screen keyboard that caused a delay in patient care. There were no adverse events or injuries reported based on this event.